Event description:
Additional information was received on (B)(4) 2011 when it was discovered that the vns patient had their device replaced on (B)(6) 2011 due to end of service. The explanted generator was returned to the manufacturer on (B)(4) 2011 for product analysis that has not yet been completed. Good faith attempts for additional information from the physician concerning the increase in seizures have been made to the physician by no further information has been received to date.

Event description:
It was reported by the physician's office that the patient was experiencing an increase in seizures. The physician's office asked the manufacturer's representative to attend the patient's office visit to check the possibility of the patient's generator being at the end of it's service. It was reported that the patient felt she was experiencing an increase in seizures due to her battery "running low." A battery life calculation was performed on the patient's vns generator. The manufacturer was able to find parameter/diagnostic history for the patient from (B)(6) 2006 to (B)(6) 2010. There were some missing time ranges where worst case assumptions were made. Based on the available history, the rough battery life estimation results were negative. Good faith attempts to obtain additional information regarding the suspected increased seizures have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2011 when the physician reported that the increase in seizures was first observed in (B)(6) 2011. The patient's last system diagnostics test showed a dcdc code of 2 and the normal mode diagnostics showed a dcdc code of 5. The physician stated that the reason for the increase in seizures is that the patient needed a battery replacement. The increase in seizures were above pre-vns baseline levels and the patient has only one seizure type; the type of seizure was not specified by the physician. The patient's medication, vimpat, had been increased but all other medications were unchanged. Post battery replacement surgery, the physician stated that the battery appears to be functioning properly. On (B)(4) 2011 product analysis was completed on the explanted generator. The generator was confirmed to be at end of service (elective replacement indicator=yes) and was determined to be the result of normal battery depletion. The device was continuously monitored for 26.0 hours and the programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.